Manufacturer narrative:
Outcomes to adverse event: vegetative state. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: spinal canal stenosis procedure performed: anterior lumbar interbody fusion (alif), posterior percutaneous pedicle screw (pps) fusion levels implanted: l3-s post op, fusion of l3/s was performed on (B)(6) 2020. After placing a cage (length 26 mm ) by alif between each vertebra of l3/s, posterior percutaneous pedicle screw (pps) was performed. Information was obtained from doctor on (B)(6) 2020, it was said that cardiac arrest occurred during extubation after the operation which was performed on (B)(6) 2020. Regarding the patient outcome, although spontaneous breathing had been resumed, the consciousness had not been returned and the patient was in a vegetative state.